Event description:
It was reported that the patient had a lack of therapeutic effect. The patient also reported hearing a critical alarm, but the alarm was not confirmed by telemetry. The hcp also reported a volume discrepancy greater than 25% with an expected reservoir volume of 11.6ml and an actual reservoir volume of 40ml. The hcp was planning to do additional troubleshooting. The drug contained in the patient's pump was not reported. Additional information has been requested from he hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.